Manufacturer narrative:
Device history lot: lot# h640026; part# 02.118.405s; mfg date: 01 june 2018; mfg location: (B)(4) synthes USA; expiration date: 01 may 2028; noted nonconformances: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm va-lcp lateral distal fibula product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the surgeon was unable to insert an unknown variable angle (va) locking screw in the most distal locking hole of the va- locking compression plate (lcp) distal fibula plate. The screw would just kept rotating and would not engaged into the threads in the distal-most posterior va spot of the plate despite having used four (4) different acres. Fortunately, the surgeon was able to complete the overall fixation of either side of the fracture. The procedure and patient outcome were unknown. Concomitant devices reported: unknown variable angle locking screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 2.7mm va-lcp lateral distal fibula pl/5 holes/lt-sterile. This is report 1 of 1 for (B)(4).